Event description:
Patient reports two implantable cardioverter defibrillator shocks. Admitted for evaluation of possible worsening of his coronary artery disease to include left heart catheterization and a generator change of his bi-ventricular implantable cardioverter defibrillator.